Manufacturer narrative:
Since the device is not available to be returned to us, a tech eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7xs short port balloon popped. The same device was used to complete the procedure. The hosp reported the pt suffered subcutaneous bleeding post surgery. The product is not returned as it was discarded.